Event description:
Surgeon reported a broken i.m nail and nonunion of the fracture 4 years post surgery. An exchange nail was required to repair. Cause of the broken i.m nail appears to be long standing nonunion with full weight bearing. However, the x-rays do not show the broken nail.